Event description:
Patient underwent balloon angioplasty of the innominate vein. Angioplasty with initial balloon -10 x 4- using 2 inflations. Balloon exchanged for larger size -12 x 4- using 3 inflations. Balloon exchanged for larger balloon -14x4-. One inflation performed 6 atms for 120 secs. Pulled balloon back into iliac vein and felt resistance. Unable to remove balloon on 7 fr balloon catheter through 8 fr sheath. Multiple attempts made to retrieve balloon by up sizing sheaths. The balloon material was dislodged from catheter during attempts to capture. Attempts to retrieve balloon material with snare were unsuccessful. The patient was taken to the or to extract balloon material. Patient developed a retroperitoneal bleed post surgery requiring transfusions. During transfusions patient seized and arrested. He was resuscitated and was responsive to commands. He arrested again the following day and the family withdraw life support. Dates of use: 2009. Diagnosis: innominate vein stenosis. Event abated after use stopped: yes.